Event description:
It was reported that the pocket was infected. The system was removed and a new system was implanted. No further patient complications have been reported as a result of this event. Infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation had cosmetic environmental stress cracking, the guidewire was stuck in the lead, there was apparent explant damage and a cracked needle hub.